Manufacturer narrative:
Per the tandem user guide, the system is intended for use in an electromagnetic environment typically found in the home, at work, retail stores, and places of leisure, where daily activities occur. For specific concerns about a particular rf transmitter interfering with your system¿s operation. Please contact the cgm transmitter manufacturer for its rated power and frequency. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer was around a radio wave tower, and connection is regained once leaving. No additional patient information was available.